Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. No eye injury noted.

Manufacturer narrative:
Device analysis: the xen gts unit box and molded tray were returned. A peel and stick label matching the reported serial number and lot number was returned with the sample. The needle cover, retention plug, and cam lock were each detached and not returned. The slider knob of the injector was found in between the start and end positions, the needle was found extended, and the bevel selector was found in the center position. A visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed. All expected results were met. Slider resistance is not verified since no damage was observed and since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Event description:
Surgery was completed with backup device.

Manufacturer narrative:
Additional, corrected, and/or changed data: a3a, b5